Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds that had been increasing since the lead was implanted. The lead was programmed off and a new lead was placed as part of a new system on the opposite side. No patient complications have been reported as a result of this event.